Event description:
A customer reported that the illuminator system's connector did not light, the rfid was not recognized, the proportional reflux did not reach the maximum, the system would not prime with iop control on, and the handpiece's tip would not function during a procedure. Following a delay of greater than 15 minutes, an alternate system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).